Manufacturer narrative:
Please disregard the previously submitted medwatches related to this complaint. The electronic patient gas system (epgs) was returned to the manufacturer and upon inspection, it was found that the oxygen (o2) sensor %hours were 2,360,085 which is over the specification of 2,000,000 which caused the 'service gas system' message. This is an intended function of the device and not a malfunction in performance. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
D4- primary unique device identification (UDI) number is only the device identifier (di) number. The production identifier (pi) number is not available as the serial number is unknown. H4- device manufacture date is unknown as the serial number is unknown. Diligence attempts are being performed to obtain relevant information.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'service gas system' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d4, d9 and h4.